Event description:
Technical services received a call on (B)(6) 2012. Caller was calling about an rv lead issue. No additional information is available at this time. Lead was implanted (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).